Event description:
It was reported that during preparation for an endoscopic vein harvesting procedure, when the hemopro was initially connected the device tip appeared to be very hot. A second vh-3000 was opened and connected with similar results. The hospital then replaced the extension cable and using the second hemopro device, successfully completed the case. No pt complications were reported by the hospital. Our investigation on 02/07/2008 confirmed the malfunction was caused by the extension cable. This is a reportable event, for the dc extension cable vh-3030.

Manufacturer narrative:
Investigation results: the investigation was completed. The initial visual inspection showed a distorted appearance of the protective cover along its entire length. In addition, the black plastic cover on the face of the 6-pin circular din connector was melted. It was confirmed that the self actuation condition (really hot) for associated vh-3000 devices is due to the cable. A lhr review cannot be performed because the lot number was not provided by the hospital.